Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately nine minutes of activation in the left popliteal region, the tip of the recanalization catheter allegedly detached and remained in patient. Reportedly, the procedure was concluded and no further treatment was provided. There was no reported patient injury.